Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) alleging that the subject meter read inaccurately compared to another unknown device. The reporter claimed obtaining a blood glucose reading of "121mg/dl" with the subject meter, but could not provide details of the result obtained from the other meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.